Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the visual evaluation revealed that the cutting edge is dull (see evaluation picture 3). The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that the drill was dull. There was no harm for patient, operator or third party reported. This was noticed after the surgery. No further information received.